Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the tip of the customer's latarjet coracoid drill broke off while in use in the patient during a latarjet procedure. The sales rep stated that the tip was located and removed from the patient. The sales rep also stated that the tip broke just as they had completing the procedure. There were no patient consequences but a 10 minute delay was reported to remove the tip from the patient. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. However, this product is part of a voluntary recall as per qrb-732605. The issue is being investigated under CAPA-(B)(4). The root cause has been attributed to the material selection combined with off axis use. These drivers are made of 440c stainless steel which has a low fracture toughness, making it more susceptible to fractures and breaking.